Event description:
It was reported that during preparation of the balloon catheter, the proximal shaft leaked. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnified inspection revealed a small slit in the inner shaft directly aligned with the inflation port. No other anomalies were found. No tools are inserted in the manifold inflation port during catheter assembly. It is probable that damage to the inner shaft may be due to a perforation with a needle or guidewire. Therefore, a root cause of handling damage has been assigned to this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of the balloon catheter, the proximal shaft leaked. There was no patient involvement.